Manufacturer narrative:
(B)(4) b3 date of event - correction. B5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred the next day the sensor was inserted into the arm. On (B)(6) 2024, it was reported the patient was asleep and the patient¿s mother was worried about the patient¿s cgm value as she was unsure it was providing the correct reading, so she called emergency medical services (ems). It was mentioned that the patient was only asleep and not unconscious. No patient symptoms were reported since the patient was asleep. Once ems arrived, the patient's cgm was reading 100 mg/dl, and the bg meter was reading 40 mg/dl. Ems treated the patient with an unspecified IV medication. Ems monitored the patient for approximately 30 minutes and then left once the patient¿s bg meter reading was 136 mg/dl. The cgm was reading 80 mg/dl at that time. The patient was stable at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred the same day the sensor was inserted into the arm. It was reported the patient was asleep and the patient¿s mother was worried about the patient¿s cgm value as she was unsure it was providing the correct reading, so she called emergency medical services (ems). It was mentioned that the patient was only asleep and not unconscious. No patient symptoms were reported since the patient was asleep. Once ems arrived, the patient's cgm was reading 100 mg/dl, and the bg meter was reading 40 mg/dl. Ems treated the patient with an unspecified IV medication. Ems monitored the patient for approximately 30 minutes and then left once the patient¿s bg meter reading was (B)(6). The cgm was reading 80 mg/dl at that time. The patient was stable at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c, b zone of the parkes error grid. No additional patient or event information is available.